Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for complex reg pain syndrome type 1 and spinal pain. It was reported that patient had not had their recharger in 5 years due to domestic split and the patient met with the manufacturer representative today and they wanted to try to jump the device before they replace it. No patient symptoms were reported. Patient received the charger but she didn't receive the replacement desktop charger or patient programmer. The patient later reported they were unable to use their device after trying to jump it and it was reported that a new device would eventually be put in. No further complications were reported.